Manufacturer narrative:
Result: footboard.

Event description:
It was reported by service report that the power cord was damaged with exposed wires. It was further reported the footboard was damaged with exposed sharp edges. It is not known if there was patient involvement or any adverse consequences.